Event description:
It was reported that bd intima-ii y 24gax0.75in prn/ec slm catheter was defective damaged the nurse performs normal infusion for the patient, opens a closed indwelling needle, which looks normal, inserts one end into the infusion bottle, and when testing the other end to see if fluid is flowing out, it is found that there is leakage in one part of the hose, and the inspection found that the hose is damaged at the leakage point.

Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
1. DHR/bhr review lot 3227124 1-this batch of products were assembled at intima ii auto line 2 in september 2023, and packaged at r240 package line in september 2023. Work order quantity was (B)(4) ea. 2-review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3-review the production records with no nonconformance, deviation or rework activities. 4-review incoming inspection records of catheter, no abnormalities. (Material number: b5171aaal, batch number:3083132, 3128016, 3158222) 2. No defective samples and photos have been received for the complaint. 3. The retained sample of this batch is taken for 45psi leakage test, and no leakage is found at the catheter. Please see attachment for the test report. 4. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): since no abnormalities are found in the process and retained sample, no similar complaints have been received from other hospitals regarding this batch of products, and no defective sample has been received to confirm the damage status of the catheter, the root cause of the leakage of the catheter cannot be confirmed.

Event description:
No additional information provided.